Event description:
Reporter stated the pump rotor was slipping resulting in an underdelivery of formula. Pt lost weight over 2 days and blood sugar dropped to 49. There was no illness, injury or medical intervention resulting from the event. One pt involved.